Event description:
During the surgical procedure, an open reduction internal fixation of right acetabulum metal tip of large retractor broke off in patient while in use. Retrieval of the metal tip was attempted via fluoroscopy but the tip was not recovered. Operating room time was extended as a result. The physician states that, "a small piece of metal was retained in the patient which almost certainly can be left without adverse outcome." Device usage problem: device malfunction.